Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing and two 41 joule shocks for an atrial-driven arrhythmia. The ICD determined that the ventricular rate was greater than the atrial rate due to some atrial undersensing. Technical services recommended in-clinic review of the atrial sensitivity and programmed therapy settings. The ICD remains in service and no adverse patient effects were reported.